Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on july 23, 2019, the patient underwent revision surgery due to locking compression (lcp) curved plate that was bent. A 4.5 lcp curved plate, unknown cables, and unknown screws were implanted on (B)(6) 2015, via open reduction internal fixation (orif) of a periprosthetic femur fracture at the distal tip of a hip stem. The patient fell, and the plate bent, causing a revision surgery. The one (1) lcp curved plate, along with three (3) unknown cables and seven (7) unknown screws of unknown length were removed, and a 4.5 variable angle-locking compression plate (va-lcp) curved condylar plate was implanted. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. Concomitant devices reported: unknown cables (part # unknown, lot # unknown, quantity 3), unknown screws (part # unknown, lot # unknown, quantity 7). This report is for one (1) 4.5 mm curved broad lcp® plate 18 holes/336 mm. This is report 1 of 1 for (B)(4).